Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3; reference MFR report#1627487-2019-00385, reference MFR report#1627487-2019-00472. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Reportedly, therapy was restored post-operatively.

Event description:
Device 2 of 3. Reference MFR report # 1627487-2019-00385, reference MFR report # 1627487-2019-00472.